Event description:
This lv lead was explanted and replaced due to loss of capture. No adverse patient events were reported and a new lv lead was implanted with no issues. Should additional information be received, this file will be updated.

Manufacturer narrative:
Additional information received stated this lead had also dislodged.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.